Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/20/2016. The blood sampling valve (bsv) was clogged with debris inside the ports. The fse stated the customer performs regular maintenance and did not attribute the issue to use error. The fse dis-assembled the bsv. He cleaned the entire bsv and blew air through the ports, resolving the leak. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported approximately 2 mls of uncontained clear fluid leaked from a coulter lh 500 hematology analyzer during normal instrument operation. There were no error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.